Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump delivered a bolus while the customer was asleep. Blood glucose (bg) level was 43 mg/dl, and was addressed with glucose tablets. Review of the pump data logs by tandem technical support verified tha that the pump was unlocked by the customer and a bolus was requested for 201 grams of carbohydrates. Prior to the bolus request, the customer's bg value was 201 mg/dl. Reportedly, the customer observed the bg value and attempted to deliver a correction bolus. Customer acknowledged the user error and verified there was no issue with the pump.